Manufacturer narrative:
G4: 07sep2020. B4: 17nov2020. Further investigation of the complaint led to the finding that the touchscreen was working properly at the time of the navigation ring failure. The original submission MFR report#: 2031642-2020-02518 no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The biomed is reporting the v60 nav-ring is not moving. The problem was discovered during v60 performance verification testing. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse will replaced the front bezel.